Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the visual examination revealed both leaflets were intact and received in the closed position. There was no evidence of damage such as cracks and/or surface anomalies. Both inflow and outflow valve hinge mechanisms were intact. A fracture on the orifice was noted on the outflow rim. It was verified that the carbon subassembly rotated normally in the sewing ring. The size was verified to meet specification. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the historical findings, the fracture noted on the outflow rim may have been caused by contact with a metal tool. Potential causes for the fracture/damage include using other instruments for valve adjustment/rotation or applying excessive force while rotating the valve. With the available information, the root cause of the damage cannot be determined. D4: serial number and UDI corrected. D10: return information added. H4: device manufacture date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Event date was asked but unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this mechanical valve, the patient was sized with 16mm, 18mm and 20mm, and 18mm was determined to be the appropriate size. Once the 18mm mechanical valve was implanted there was difficulty coming off cardiopulmonary bypass (cpb). At this time the surgeon elected to explant this valve and replace it with a non medtronic valve. No additional adverse patient effects were reported.